Manufacturer narrative:
Although the patient age and date of birth were not reported, it was reported the patient was over 18 years old. The evaluation findings of clip mashed onto the bushing. Investigation of the complaint device found that the clip assembly was mashed onto the bushing. The prongs could not be opened, but the clip assembly could still be deployed. The prongs were not locked into the capsule and the oversheath assembly was not returned. Based on the condition of the returned device, the reported failure could not be confirmed and the root cause of the reported issue could not be determined. A review of the device history record (DHR) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation on that a resolution clip device was used for hemostasis during a procedure performed in the colon on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip could not be advanced from the sheath. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be unknown. On (B)(6) 2013, investigation results revealed the resolution clip was mashed onto the bushing, therefore this is now an MDR reportable event.